Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: it was reported there was no pump history for the month of february. During trouble shooting, the patient confirmed the date at the time of the call was set to (B)(6) 2016, and the date range of the pump's history was 12/31/2015 to 01/20/2016. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the pump¿s black box revealed no issues or alarms. A manual time reset was performed during patient use. The total daily dose history was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump was able to pair successfully via radio frequency. Unrelated to the complaint, a battery compartment crack was observed. No power issues were experienced.